Event description:
It was reported the pt's charging system is unable to locate her scs ipg. Subsequently, a replacement charging system, was sent to the pt. Follow-up identified the replacement charging system did not resolve the issue and the pt is no longer receiving stimulation. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.